Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 3006705815-2018-01604. It was reported both leads were removed and replaced on (B)(6) 2018 and the reason is unknown.

Event description:
Device #1 of 2: reference MFR. Report: 3006705815-2018-01604. Follow up information identified the patient wanted a paddle lead for enhanced coverage of the pain areas.